Event description:
Customer reportedly noted smoke coming from the area of the flowtubes during a case. The anesthesia machine was swapped out. There was no reported patient injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be provided when the investigation has been completed.